Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Shook and pinched cheeks [mouth injury]; gap between brush and holder [device physical property issue]; gap between brush and holder, pinches while brushing [injury associated with device]; toothbrush broke in mouth, brush came off while brushing, got metal parts in mouth [device breakage]. Case description: consumer e-mailed stating brush head broke in mouth, the brush came off while brushing, and he/she got metal parts in mouth; another brush head had a gap between the brush and the holder. No serious injury was reported. Follow-up: the consumer threw out the first brush head that broke into pieces.